Event description:
A nasogastric tube (ngt) was placed by rn and a chest x-ray confirmation obtained. The rn was called into room by the parent after they noted a small hole in yellow tubing by the end connection.